Manufacturer narrative:
(B)(4).

Event description:
It's reported: the line fractured after being placed for 24 hours. Customer thinks it was related to nurses flushing too aggressively when they couldn't get it to run. It fractured around the 24 cm mark. X-ray was good (svc) and no issues during placement per the nurse that placed it. It became occluded within 12 hours and then multiple people were flushing it. Customer pretty sure it was from egregious flushing.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It's reported: the line fractured after being placed for 24 hours. Customer thinks it was related to nurses flushing too aggressively when they couldn't get it to run. It fractured around the 24 cm mark. X-ray was good (svc) and no issues during placement per the nurse that placed it. It became occluded within 12 hours and then multiple people were flushing it. Customer pretty sure it was from egregious flushing.